Manufacturer narrative:
Block b3: exact date unknown, event occurred six months from the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 13483204/289560.

Event description:
It was reported that patient was experiencing inadequate pain relief. The patient underwent an explant procedure. All device components were removed and disposed of by the medical facility.